Event description:
An ophthalmic assistant reported a pt with an unexpected outcome following intraocular lens (iol) implant procedure due to the lens rotating off axis. In a follow up phone call, the assistant reported a lens rotation was performed, but the lens rotated again. The surgeon then exchanged the iol with a different model lens. The assistant reported the pt had a large posterior capsule and this might be contributing to the lens rotating. In a follow up, the surgeon reported the event resolved with treatment (lens exchange). He does not feel the iol caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided which indicated the account used an approved cartridge, handpiece and viscoelastic. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 01/30/2012 and 02/13/2012 by phone, fax and mail. A completed questionnaire was received on 01/30/2012. Additional information was received by phone on 02/06/2012 and 02/14/2012. (B)(4).